Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room after being found unresponsive at work with a blood glucose value of 36 mg/dl., while the insulin pump showed 112 mg/dl. It was reported that the customer stopped using the pump after the event. A company representative will follow up. No further information was provided.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The additional event details are found in report.

Event description:
The customer was reached via telephone for further details and reported that she had been treated with food and glucose tablets by the paramedics. The customer reported that the drive support cap was normal and that the reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump had not been exposed to a strong magnetic field. The customer was advised to refer to a health care professional regarding the low blood glucose and to monitor the insulin pump and call back if the issue persisted.